Event description:
Customer reported that he was taken off the insulin pump by the doctor nine months ago when he went into the hospital. Customer stated that the hospitalization was not related to the insulin pump. Customer was going to start using the device again and requested. Customer had set up time and date. Customer was stuck in a rewind process. Customer reported that he inserted a new battery and received two error alarms. Alarms were showing in the alarm history. Customer was explained that the device received an unexpected restart alarm due to being stored for a long period of time without a battery. Customer was instructed to disconnect and remove the reservoir and perform the rewind process again. Then to program a normal bolus into the air; bolus amount was recorded in the bolus history. The insulin pump passed the self test. Customer was advised to monitor the insulin pump. Blood glucose value is 167 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.